Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted on (B)(6) 2017 for complete atrioventricular block. Normal telemetry monitoring was performed after the implantation. Reportedly, the patient died on (B)(6) 2017 from sudden cardiac death with respiratory distress and pulmonary oedema. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
The subject pacemaker was implanted on (B)(6) 2017 for complete atrioventricular block. Normal telemetry monitoring was performed after the implantation. Reportedly, the patient died on (B)(6) 2017 from sudden cardiac death with respiratory distress and pulmonary oedema. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2017 for complete atrioventricular block. Normal telemetry monitoring was performed after the implantation. Reportedly, the patient died on (B)(6) 2017 from sudden cardiac death with respiratory distress and pulmonary oedema. The pacemaker was explanted and returned for analysis.